Event description:
The lock rod between the red release handle and the slide tube seems to get blocked in the release rod and causes the cot to collapse. There was no reported patient involvement or adverse consequences.